Manufacturer narrative:
H6: ventec continues to investigate the reported event. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec by the device's previous manufacturer: "der nutzer hat sich zur mittagszeit hingelegt, die nasenbrille genutzt und ist dann eingeschlafen. Durch einen lauten knall ist dieser aufgewacht und hat das schlauchsystem brennen gesehen. Darauf hin versuchte die ehefrau, die flammen mit einem handtuch zu löschen. Auf dem boden traten brandschäden auf." German to english translation: "the user lay down at lunchtime, used the nasal cannula and then fell asleep. He was woken up by a loud bang and saw the tube system burning. The wife then tried to put out the flames with a towel. There was fire damage on the floor.¿ the year of the patient's birth was reported as "1954". No further details about the patient or the event were provided to ventec. The previous device manufacturer advised ventec that the serial number and UDI information for the device was not available, therefore section d4, serial # as well as UDI, is "unknown". Due to a technical issue with ventec's electronic medwatch submission platform, we are unable to enter ous contacts in our esub form and have instead entered in the domestic (USA) reporter's information. Section e1, initial reporter, of this initial medwatch report should actually state: reporter first name: (B)(6), reporter last name: (B)(6), reporter facility name: (B)(6), reporter street 1: (B)(6), reporter city: (B)(6), reporter state: none, reporter postal code: (B)(6), reporter country: (B)(6), reporter email: (B)(6).

Manufacturer narrative:
H6: an investigation was performed by the previous device manufacturer, invacare. Invacare was able to obtain the device¿s serial number from the healthcare supply store reporting the event. As a result, the following medwatch sections have been updated: section d1, brand name, section d3, manufacturer name, address, city and state, sections d4, serial #, model # and catalog #, section g1, contact office manufacturing site name, address, city and state, section g4, 510k number, section h4, device manufacturer date. Furthermore, ventec has determined that this device was placed into commercial distribution back in april of 2014, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state ¿none.¿ other documentation ventec received from invacare provided the patient's dob, therefore, section a2 dob and age have been updated. Invacare was advised by the healthcare supply store reporting the event that there was no harm to the patient or his wife as a result of the reported fire. The supplier indicated that it was their belief that the fire incident was attributable to the nasal cannula accessory and not the perfecto2 oxygen concentrator itself. The supplier further advised that the patient was not using a firesafe valve that they had provided, which is intended to stop the flow of gas in the event that the downstream oxygen tubing is ignited to help protect against oxygen tubing fires. The supplier advised invacare that the patient is a former smoker and claimed he has been a non smoker for some time. The wife does not smoke. Due to the age of the perfecto2 oxygen concentrator the supplier scrapped the device. As a result, the device was not available to invacare for examination. The supplier did, however, provide invacare with photographs for analysis, which is as follows: ¿the photos received show the affected oxygen concentrator. The device appears to be in good external condition, with no visible abnormalities or damage to the outside of the device. Furthermore, it can be seen that the brass outlet for the oxygen on the device is undamaged, as is the tube that is connected to it. It is visible in the photos that a humidifier is attached to the device. It can also be seen that a long tube is connected to the humidifier itself, which also shows no abnormalities or damage. Other photos provided show parts of the cannula on the floor. The floor is discolored black in one place and appears to show fire damage. It is visible that the parts of the cannula are also discolored black and show thermal damage. The device in question was last inspected in may 2023 and no defects were found. Based on the photos received and the statement from the healthcare supply store's sales representative ("according to the field service, the device was far too close to the cupboard and had no space at the back."), it can be concluded that the concentrator was placed too close to the wall. As the affected perfecto2 oxygen concentrator has already been scrapped, no investigation could be carried out on the device. The photos received do not show any abnormalities or damage to the device, which was also confirmed by the healthcare supply store ("no damage/defect visible"). Based on the information and photos received, we suspect that an external influence (external fire source / ignition source / sparks / heater or similar) caused the incident. The brass outlet on the device, the tube connected to it and the tube connected to the humidifier show no signs of damage, which indicates that the reported fire did not originate from the device. As also described by the healthcare supply store ("the fire incident is clearly attributable to the nasal cannula accessory."), we assume that the reported fire started in the cannula/nasal cannula. We have received information from the healthcare supply store that "the customer did not use the firesafe valve provided". The damage visible on the cannula and on the floor indicates that the reported fire was caused by an external source. As can be seen in the photos provided, the tubes of the nasal cannula are discolored black, which also points to an external source of fire in this area as the cause of the reported fire. It is possible that the incident was caused by the user smoking while using the device or that there was another external ignition source in the area of the cannula at the time of the incident. As stated in the user manual, smoking is prohibited while using the concentrator, as well as use near open flames or other sources of ignition, as well as heating stoves and similar electrical devices. The following safety relevant information can be found in the user manual: "danger! Risk of death, injury, or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. To avoid fire, death, injury or damage: do not smoke while using this device. Do not near open flame or ignition sources. Do not use any lubricants on concentrator unless recommended by invacare. No smoking signs should be prominently displayed. Avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered. Keep the oxygen tubing, cord, and concentrator out from under such items as blankets, bed coverings, chair cushions, clothing, and away from heated or hot surfaces including space heaters, stoves, and similar electrical appliances." [Invacare perfecto2 oxygen concentrator user manual, section 2.2 general guidelines p. 9 10, "risk of death, injury, or damage from fire"]. Based on the information available, invacare¿s investigation determined that it¿s reasonable to conclude that the likely root cause of the reported issue was user error.